Event description:
This catheter was being utilized for a diagnostic cardiology procedure when the tip kinked during the attempt to access the right coronary artery. There was no reported injury to the pt.